Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there was events related to the remote dose attachment. The device was visually inspected and there was a cracked downstream occlusion seal and a separated upstream occlusion seal. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the lemo connector. As a result, the downstream/upstream seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump did not activate the dose when the dose cord button was pressed. During physical inspection, it was found that there were a cracked downstream occlusion seal and a separated upstream occlusion seal. There was no patient involvement, no injury was reported.